Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event involved a microclave® clear connector that reportedly had cracks in the threads of the device. At the time of the complaint/event, the patient was being transfused with 0.5 units (70 ml) of red blood cell suspension, resulting in a large number of red blood cells oozing from the fissure in the joint, which was tentatively estimated to be about 20 ml. The event occurred in a ward unit in the hospital and the patient was also being treated with fluid refills. The intention for use was ¿supportive care for leukemia¿. During the pre-blood evaluation, there were no abnormalities observed in the tubing or the accessory devices (infusion connectors).¿ an unspecified PICC catheter was used in combination with the medical device.

Manufacturer narrative:
Investigation summary a lot history review was performed and another complaint was returned and confirmed with a probable cause of an incompatible mating device. The reported complaint of cracks could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.